Manufacturer narrative:
Date of event estimated as (B)(6) 2018. Implant date estimated as (B)(6) 2017. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported device malapposition, however, factors that may contribute to device malapposition include, but are not limited to, incorrect device size for lesion, patient anatomical morphology, and patient disease state. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI # is unknown because the part and lot #s were not provided. Attachment: literature title - comparison of neointimal coverage between ultrathin biodegradable polymer-coated sirolimus-eluting stents and durable polymer-coated everolimus-eluting stents: 6 months optical coherence tomography follow-up from the taxco study. Na.

Event description:
It was reported through a research article and taxco study identifying malapposition of the xience stent. The article summarizes outcomes of 65 patients that were treated with a xience stent or another non-abbott stent. In addition out of those 65 patients 42 patients underwent optical coherence tomography (oct). Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of neointimal coverage between ultrathin biodegradable polymer-coated sirolimus-eluting stents and durable polymer-coated everolimus-eluting stents: 6 months optical coherence tomography follow-up from the taxco study."